Event description:
Caller alleged discrepant results compared with the lab. Results as follows: (B)(6).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: (B)(6) 2009, inratio: 0.9, ref: 1.9, mean: 1.40, confidence limits: 1.1-1.9. Inratio: 6.8, ref: 9.0, mean: 7.90, confidence limits: undeterminable. A 6.8 inr is registered on (B)(6) 2009, but 0.9 inr is not registered on unit. Since test 1 falls outside the confidence limits, strip investigation was performed on returned strip lot 220408 (B)(4). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples of strip lot 220408 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria, and no further action is required.